Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and turbid fluid. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, every 5th day, ongoing). Four days later, the patient was treated with meropenem injection (500mg, once daily, ongoing) for peritonitis. Four days after hospital admission, the patient was discharged. At the time of this report, the patient was still recovering from the events. Pd therapy was ongoing. No additional information is available.